Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon was received fully detached from the catheter and stuck within the introducer sheath. The balloon and catheter were received still on the guidewire. The edges of the proximal end of the butt joint detachment were examined under microscopic magnification (16x) and observed to be slightly jagged. The introducer sheath was examined under microscopic magnification (20x) and the distal tip was flared, likely indicating retraction issues. Skiving marks were present on the introducer sheath 6.7cm from the distal end, likely caused by the user trying to remove the balloon from the sheath. Functional/performance evaluation: the balloon was advanced through the introducer sheath with a pliers. Upon removal from the sheath, no fiber disturbance was noted to the balloon. The balloon was slightly bulged near the distal tip. The edges of the distal end of the butt joint detachment were examined under microscopic magnification (16x) and observed to be slightly jagged. No functional testing could be performed due to the detachment at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: four electronic photos were reviewed. The first photo shows the balloon was fully detached from the catheter and within an unknown introducer sheath with green markings on the hub. The balloon and catheter are still on the guidewire. The second photo shows the proximal end of the detachment, with the guidewire inserted through the hub of the introducer sheath. The third photo shows the distal end of the balloon protruding out the distal end of the introducer sheath. The guidewire is advanced through the distal tip of the balloon. The fourth photo shows the device labeling adhered to a red plastic bag. Based on the photos provided, the investigation is confirmed for a balloon detachment and retraction issues. Conclusion: the device was returned along with the balloon detached within an unknown 6fr introducer sheath. Four photos were also provided. The investigation is confirmed for a balloon detachment and retraction issues based upon the condition in which the sample was returned. It is likely that excessive force attempting to retract the balloon through the sheath caused the balloon detachment. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4)- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully inflating, deflating, and retracting the balloon, the health care provider used the rewrap tool, re inserted the pta balloon into the patient, inflated and deflated a second time without issues; however, during the second retraction the device allegedly became stuck in the sheath in the left upper forearm. There was no reported patient injury.